Manufacturer narrative:
(B)(4). Report source: australia. Concomitant medical products: unk depuy cement. Cat #: 00811400100/femoral stem 12/14 neck taper standard offset size 1 130 mm stem length/lot #: 64631337. Cat #: 00801802803/femoral head sterile product do not resterilize 12/14 taper/lot #: 6451072. Cat #: 110010246/ g7 osseoti 4 hole shell 56mm f/lot #: 6777088. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02608 0001822565-2022-03224 0001822565-2022-03225 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately two years post implantation due to metallosis. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; g3; h2; h3; h4; h6. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: limited records, radiograph lacks full view of the entire right tha implants. Revision of shell, head, stem, and liner due to metallosis and confirmed in that attached revision op record. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.